Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing and pacing inhibition. There was no asystole observed. However, there was insulation damage discovered on the ra lead. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.